Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026 after two days of use and insertion site was the abdomen. Patient also experienced the pain at the time of the event.